Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The proglide device was used to close a puncture exceeding 24f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths and for access sites in the common femoral vein using 5f to 24f sheaths. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. The patient effects of infection, pseudoaneurysm, occlusion, hematoma and hemorrhage are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The study in the article aimed to evaluate the success rate of the perclose proglide device in patients who underwent aortic or iliac artery endovascular repair using large (l) sheaths (22f-23f) and extra-large (xl) sheaths (24f-26f). 239 patients were involved in the study, 121 patients in the l (large sheath) group and 118 in the xl (extra-large sheath) group. The study described obtaining percutaneous access using ultrasound. Two proglide sutures were pre-placed. Once the endovascular procedure was completed, the sutures were advanced. In case bleeding was still present, a third proglide device was used to control the bleeding. If the third device failed to stop the bleeding, then surgical cut-down and repair was used to achieve hemostasis. After achieving hemostasis, a patch or 24 hour compression were applied in case minor bleeding still existed. The results of the study found that conversion to surgery was necessary in a small number of patients in both groups. Additional vascular complications included late percutaneous intervention due to stenosis (treated with balloon angioplasty), pseudoaneurysms which may require surgery, hematoma, groin infection and mal-perfusion. Severe femoral artery calcification was determined to be the sole risk factor for technical success and conversion to open surgery. Similar observation has been seen using prostar xl vascular closure device with only week correlation of sheath size with early conversion to open access. The study concluded that a femoral arterial defect after arterial access via a large bore sheath can be closed successfully with proglide devices in more than 90% of patients. Details are listed in the attached article, titled "efficacy and safety of percutaneous access via large - bore sheaths (22-26f diameter) in endovascular therapy".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "efficacy and safety of percutaneous access via large - bore sheaths (22-26f diameter) in endovascular therapy". B3 - date of event was estimated as 1/1/2016 as it was stated in the article that the study ran between 2016 and 2020. D4- the UDI is not known as the part and lot number were not provided . H6- medical device problem code 1494 clarifier: indication for use.